Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device has problems in sealing the vessel. No patient injury reported. Multiple attempts were made to obtain additional details without success.

Manufacturer narrative:
This report is a follow-up to MDR MFR report # 3006451981-2016-00313 sent on 08/03/2016. Evaluation summary: one ls1500 ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found a lot of eschar on seal plates, but no defects. The reported condition could not be confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions provided with this device lists recommendations for optimal sealing effect. If information is provided in the future, a supplemental report will be issued.